Event description:
It was reported that six months after implant, the filter migrated 10cm to the hepatic/right atrium junction. This was an incidental finding. Filter was successfully removed and a new filter placed.